Event description:
It was reported that a right ventricular (rv) lead was explanted due to high threshold observed during follow-up. During revision procedure, right side occluded due to which physician decided to explant the whole system and implant on the left side. No additional adverse patient effects were reported.